Event description:
It was reported that during testing, it was observed that a spectrum wireless battery module had fluid intrusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. This caused the module to fail, and the battery could not be repaired. The device was removed from service.